Event description:
Caller alleged imprecision with inratio meter. Results as follows: 0.9, 1.6, and 1.0. Per caller, they observed imprecision results with patients x3 in last 10 days. They have used meter for <1yr.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 0.9. Second test inr = 1.6. Third test inr = 1.0. Mean =1.17. Sd = 0.38; %cv = 32.5%. The %cv of 32.5% is greater than 20%. The precision criteria is not met. Product testing is required. Investigation is pending.